Manufacturer narrative:
Correction of information: h11 reported as work order search: no similar complaint type events were reported for units within the same lot. Correct to remove statement, no work order search performed. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5 12.6, -11.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2024. The lens was replaced with a longer length lens due to low vault on (B)(6) 2024. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).